Event description:
Severe sleep apnea; my philips dreamstation bipap stopped working and due to the recall I cannot get a replacement or another device until I get one from philips. I have tried getting a different machine with my dr or insurance and cannot afford a new machine on my own or the alternate surgery option given to me. FDA safety report ID# (B)(4).